Manufacturer narrative:
Other relevant device(s) are: enlw1613c120ee sn (B)(4), expiration date: 2012-01-07, (B)(4), enew1313c80ee sn (B)(4), expiration date: 2011-02-27, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the imaging showed the max aneurysm diameter was 97mm and there was evidence of endotension. No intervention was performed. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.